Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (450 mg/dl) and insulin injections were administered to address the high bg. The customer's doctor thought the pump was the cause. Although requested, additional information was not provided.